Manufacturer narrative:
UDI: (B)(4). Visual examination of the returned device found signs of wear but no significant damage. Two final tightening witness marks were also noted. Witness marks are typically sufficient evidence to show that the set screw had been properly tightened onto the rod. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A root cause for the set screw loosening cannot be determined from the samples and the information provided. The witness marks present on the surface of the set screw are indicative of a set screw that has been properly tightened. Based on product evaluation, root cause for set screw loosening is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is about the revision conducted due to the dislodgement of the set screw after surgery. The initial instrumentation using expedium (t3-ilio) was performed on a female patient with thoracolumbar kyphotic deformity on (B)(6) 2013. Although no problem was found by x-ray right after surgery, the set screw at the ilium appeared to be loosening through x-ray on (B)(6) 2013, and then the loosening of the set screw was confirmed in (B)(6) 2014. The patient had difficulty walking due to leaning of the trunk associated with the progression of scoliosis after the set screw became dislodged from the screw. On (B)(6) 2015, the revision was conducted and the screw as well as the set screw were replaced with larger ones considering the possibility of the widened screw head though the screw was found to be securely fixed. The revision was completed without any problem and the patient is currently being followed by rehabilitation. According to the surgeon, the set screw was final tightened at the initial surgery.